Event description:
Customer ran a test with a result of 10 mg/dl. Within a second, another "1" appeared making the reading 110 mg/dl. The caller was concerned with the delay in the apearance of the "1" in the hundreds place. The customer was requested to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.